Event description:
This complaint has been reviewed in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The device was returned for evaluation. During the evaluation of the device, at the manufacture's service center the device was visually inspected and confirmed visible foam degradation.